Manufacturer narrative:
(B)(4). Analysis of production records, a review of qc and manufacturing records was performed with attention to porosity testing results. Review showed batch was manufactured to design specification and all porosity testing fell within acceptance criteria trend analysis. A 5-year review of similar complaints was performed for all gelsoft branded devices provided an incidence rate of (B)(4). No further complaints were received from devices from same batch. Communication/interviews (B)(4). Received further information from site on event relative to how the graft was used/handled and the clinicians opinion on graft performance and handling. Device not accessible for testing. Device remains implanted and was not returned for investigation. No device problem found - no issue was found with the review of batch manufacture or testing prior to release. Cause not established - root cause could not be definitively established from information received or from review scans provided.

Event description:
On (B)(6) 2020 a clinician implanted a gelsoft plus bifurcate graft. After anastomosis but before the release of blood into the graft, a large hole (undefined size) was identified at the bifurcation. The device was discarded and a replacement unit was utilised and the procedure was completed without further issue.